Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements of greater than 2000 ohms. A revision procedure was to be scheduled in the future. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the outer coil was deformed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 24.5 centimeters (cm) from the terminal pin. The location and type of damage were consistent with lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was provided that a surgical revision was performed and the lead was noted to be completely broken; therefore, it was explanted and replaced. No additional adverse patient effects were reported.